Manufacturer narrative:
Investigation of the components revealed that the shaft (drift pin) was manufactured well within specification. The mating part remained in situ, therefore the evaluation shifted to the review of the distraction hole specification. This review revealed a tolerance conflict between the drift pin specification and the distraction hole specification whereby there is a potential for the drift pin, when produced within prescribed range limits, to be slightly oversized versus the distraction hole in the implant. The distraction hole was within specification given that the drift pin was able to be inserted. All distraction tools held by stanmore implants were then segregated and inspected. An ncr has been raised for this issue. Following closure of the ncr, a CAPA was raised. The investigation has confirmed that while both the implant and the distraction tool were manufactured in accordance with the released specifications, there is an overlap in tolerances which in worst case, can yield the result as reported in this complaint, i.e., the distraction tool was snug within the stem hole. The drawings are being updated. Upon release of the updated drawings, a supplemental report will be provided, and the complaint closed.

Event description:
This is a supplemental report of 3004105610-2015-00078 (B)(4).

Manufacturer narrative:
A review of the MFR'g history records confirmed that the device was MFR'd to specification w/no abnormalities or deviations. The distraction tool has been returned to the company for evaluation. Upon receipt of the instrument's decontamination certificate, the evaluation will be completed. A review of the previous 24 months of complaint history has not identified any similar reported complaints. Additional complaint related information has also been requested. The investigation is ongoing; a supplemental report will be provided.

Event description:
It was reported that during the procedure, the surgeon realized that he had placed the stem before placing the ha collar. He then attempted to remove the stem, and place the collar directly onto the principle shaft. While removing the stem, the surgeon is reported to have used "two large blows" w/the distraction tool, which then appears to have caused the instrument to jam into the distal femur implant. The surgeon used "mmole grips" to remove the broken distraction tool from the implant causing a five minute delay in the procedure. The surgeon successfully completed the implant procedure.